Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was solidified media on the surface of the balloon. The device was placed in a water bath at a temperature of 37 degrees celsius in order to allow the media to soften in order to facilitate balloon inflation. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a pinhole leak was identified in the balloon. A microscopic examination of the balloon material identified a pinhole in the balloon material in the 1mm proximal to the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU # 50482210-01. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon rupture which was vertically separated was noted when inflated at 3atm upon first inflation. The device was removed without any problem by using the normal method and procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon rupture which was vertically separated was noted when inflated at 3atm upon first inflation. The device was removed without any problem by using the normal method and procedure was completed with a different device. No complications reported and patient was in good condition post procedure.